Event description:
It was reported that the radio frequency (rf) programmer head would not interrogate devices. The rf head was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; rf (radio frequency) head would not interrogate and failed incoming uplink functional test; rf head cable found out of electrical specification.

Event description:
It was reported that the radio frequency (rf) programmer head would not interrogate devices. The rf head was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.